Event description:
(B)(4). It was reported that the ceiling cover from the dual visum ii led light slid down the drop tube onto the suspension. It was reported that this issue occurred during a procedure, but did not result in a stoppage or delay in surgery. No adverse consequence was reported.

Manufacturer narrative:
There was pt involvement reported; however, pt info is unk. There was no pt contact with the device and the alleged malfunction did not affect the pt nor the surgical procedure. There is no expiration date for this product. The device MFR date is unk at this time. Eval summary: a stryker field service tech went onsite and discovered that the retaining ring was no longer holding the ceiling cover up to the ceiling. The retaining ring is a ring of metal with three holes in it through which pressure screws are inserted. They are threaded the full span and apply pressure to the down tube to hold the ring and the ceiling cover in position. It was determined that the pressure screws were not tight enough causing the retaining ring to slide down the drop tube of the suspension along with the ceiling cover. It is unk why the screws were not tight enough, but it is likely that they were not properly tightened during the last service or during installation. The field service rep returned the ceiling cover and retaining ring to their proper positions and tightened the screws to resolve the issue. No adverse consequence reported. This is not a single use device.